Event description:
The control room monitor does not display. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the live monitor in the control room was blinking occasionally. The system was not in clinical use when the issue was identified. The image returned again and did not affect the usage. A philips service engineer inspected the system onsite. The monitor was replaced, but the issue reoccurred the next day. As a result, the dvi extender was replaced which resolved the issue and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The live image could still be seen in the examination room which is most important to be able to complete procedures. Therefore, the unavailability of live image in the control room is not likely to cause or contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome health impact code corrected .